Event description:
Hospira recently made a change to their 'cair clamps'. The cair clamp is the white plastic roller clamp on their gravity drip IV tubings. We are not certain yet in which lot number the change began. (Their lot numbers are sequential) we do know that anything that is lot number 52-113-4w or lower is the old style cair clamp. We were not notified of the change prior to discovering it ourselves - spurred by concerns from our hospital. The change in the roller clamp affects how the tubing is compressed and how the rate of flow of the IV is regulated. Staff from our hospital related that: "roller clamp does not regulate IV drip properly. Runs all or nothing". "Runs too fast or not at all. Very difficult to run. Problem not with IV site." The problems that were encountered at the hospital that lead to the request to pull lot numbers is directly related to the product change in the cair clamps. We were able to confirm this today when we visited the pacu and talked through the matters. The result of this is:1. We can utilize lot number 52-112-4w that we previously requested be pulled from stock. It was intermixed with newer lot number stock at the hospital that had the actual problem. 2. The hospital is working on sequestering lot numbers of the product that are 52-133-4w or lower. 3. We will work with hospira and nursing on long term solutions. Hospira is not able to provide the hospital with the list of lot numbers this change started with. Supposedly, this new clamp is also going to be used on all their other sets also, but hospira could not give us dates on the roll out of this either. We have about 3 days worth of old stock and then we are probably going to have to change vendors if the problem is not solved. The new roller clamp is simply not usable.